Event description:
While reviewing the first returned product from noted in manufacturer report #1644487-2011-00925, it was observed that increased seizures and nearing end of service were the reasons for replacement pertaining to the generator. The explanted generator was returned and no anomalies were found. The generator was not at end of service. Attempts for additional information have been unsuccessful to date.